Manufacturer narrative:
A ge service representative performed an onsite investigation. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the mainframe displayed a collimator cal required error message on boot up. The field engineer noted that the collimator coned (closed) down. There is no report of injury or death associated with the event described in this complaint.